Event description:
A dialysis facility reported a "first use" syndrome to the dialyzer. The facility has been contacted for further detail regarding the event. It was learned that the pt started dialysis when approximately after a few minutes into dialysis the blood pressure dropped to 85/48. The pt was given 500 ml of normal saline and they continued to monitor the pt. The blood pressure dropped again and another bolus of 600 ml of normal saline was given and the ultra filtration was turned off. The dialysis treatment ended without further incident and the blood was returned. The pt was discharged to home without further incident. There is no sample. Of note: it was reported that the pt had been receiving dialysis with use of this product for approximately one year.

Manufacturer narrative:
(B)(4).